Event description:
Nurse reported pt experienced a decrease in blood pressure, followed by nausea and vomiting, within the first 30 minutes of routine hemodialysis treatment over a period of several weeks. Nurse administered 100-200cc saline for blood pressure support; up to 300-400cc each treatment; occasionally the uf goal was decreased. No other medical intervention required. Pt has had similar experience with other dialyzers and hemodialysis therapies.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed pts symptoms to a possible dialyzer reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. No similar problems reported for this lot of cartridges. Nxstage medical considers this report closed. No additional info will be provided.